Event description:
It was reported that during an esophagectomy, the device broke during use. Surgeon states that due to this failure, the pt had to have a total esophagectomy rather than a partial one. Account has sequestered the above device. No add'l info was provided. Add'l info being requested.

Manufacturer narrative:
Date sent: 08/28/2009. Info anticipated, but unavailable at this time.